Event description:
Per the clinic, the patient experienced an infection around the implant side resulting in the extrusion of the receiver/stimulator. Treatment with oral antibiotics was unsuccessful. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.